Manufacturer narrative:
(B)(4).

Event description:
It was reported during an elective device replacement procedure, noise and lower out of range pacing lead impedance was noted on the right atrial lead. The physician decided to cap and replace the lead. The patient was fine before and after the procedure.